Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "manta deployed as per IFU. Md noted pulsatile bleed after retracting blue lock advancement tube to verify site post-deployment. Md removed wire (however, md did not cut suture), then chose to cutdown, manta found to be "half in and half out" of the right cfa as per md. Cutdown then completed. Patient "fine" post-procedure as per md."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 88-year-old female patient, presented in the or for an evar procedure. A centrally positioned access was gained utilizing ultrasound guidance with a micropuncture kit. The right common femoral arteriotomy was greater than 8mm, moderate calcification and tortuosity distal to the access, with a depth measurement of 6.0cm + 1cm. The manta instructions for use post warnings not to use manta if there is marked tortuosity of the femoral or iliac artery. No issues were encountered advancing or withdrawing the 16f cook procedural sheath. Following the evar, heparin was administered and an 18f manta was deployed to the measured depth although hemostasis was not achieved. Following retracting the blue lock advancement tube, pulsatile bleeding was visible. Bleeding at the access site post -deployment is a potential indicator of a tract deployment. The physician chose to remove the guidewire, left the suture in place without cutting it and perform a cut-down. During the surgical intervention, the manta device was seen partially within and partially outside the artery. The manta was expla nted, and the vessel was sutured for closure. The patient did not experience any harm, injury or health consequence from this event and outcome post-procedure is fine. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention likely is contributed to user error due to poor patient selection since the vessel was moderately calcified and tortuous. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "manta deployed as per IFU. Md noted pulsatile bleed after retracting blue lock advancement tube to verify site post-deployment. Md removed wire (however, md did not cut suture), then chose to cutdown, manta found to be "half in and half out" of the right cfa as per md. Cutdown then completed. Patient "fine" post-procedure as per md."